Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump gave a long, high pitched tone with no message on the screen. The only way to stop it was by removing the battery. The battery was replaced and the time and date needed to be reprogrammed. It was also stated that the batteries used to last two to three weeks and now they last two to three days. Reviewed the alarm history and found unexpected restart, external ram crc, displayable history crc and no delivery alarms. The caller stated that the customer has been using the temporary basal rate to avoid having low blood glucose levels, which the customer treats with carbohydrates. The caller declined to troubleshoot for low blood glucose levels. Blood glucose reading at time of no delivery alarm or high pitched tone was unknown. Troubleshooting for high pitched tone was performed and the problem was resolved. The product will not be returned.